Manufacturer narrative:
The reported adverse reaction was a neurological deficit and hematoma on the spinal cord post cervical (c6) corpectomy. The device was not returned to misonix inc. For evaluation. Therefore, further evaluation of the relationship of the device to the adverse event is not feasible. Bonescalpel system generator part number was identified as bcm-gn. However the part number, lot number, and expiration date of the accessory applied part was not identified other than the generic term "burr attachment". Several attempts were made to contact the surgeon. The surgeon stated he was not available to speak with misonix, inc. Therefore, misonix is unable to investigate this complaint further. Misonix can assume the probable applied part is mxb-s3 diamond bone shaver. Bone shavers are most often used on cervical (c6) corpectomies and burr removal. Cervical corpectomy and fusion is performed for patients with symptomatic, progressive cervical spinal stenosis and myelopathy caused by compression of the cord by arthritic osteophytes. Corpectomy is performed to remove the large, arthritic osteophytes that are compressing the spinal cord and spinal nerves. Corpectomy generally involves removing nearly the entire vertebral body and disc, which must be replaced with a piece of bone graft and mended (fused) together to maintain stability. A complete corpectomy (removal of the cervical vertebral body and disc, including the protruding osteophytes and disc fragments) is typically performed, allowing the spinal cord and nerves to return to their normal size and shape when the compressive lesions are removed. Small biting/grasping instruments as well as the bonescalpel with an mxb-s3 diamond bone shaver ultrasonic surgical aspirator system are used to remove the arthritic, hypertrophic (overgrown) bone spurs. All surrounding areas are also checked to ensure no compressive spurs or disc fragments are remaining. A bone graft size is performed to restore the normal disc space. The graft is gently tapped into the disc space, in between the two vertebral bodies. A small titanium metal plate is frequently placed, affixed to the vertebrae with small screws, to impart immediate stability to the construct and allow for optimal bone healing and fusion. Published risks of corpectomy include temporary neurological deficit, permanent neurological deficit, nerve root damage, bleeding, and graft dislodgement. Conclusion: there is no conclusive evidence that the bonescalpel ultrasonic surgical aspirator caused or contributed directly to the neurological deficit and hematoma on the spinal cord. The preexisting condition that indicates corpectomy is spinal stenosis and myelophy from compression of the spinal cord from arthritic, hypertrophic bone spurs. Myelophy, the preexisting condition that warrants corpectomy may cause neurological deficit. Neurological deficit and bleeding are common, published adverse events of corpectomy. Many other medical device instruments are used during corpectomy such as biting/grasping instruments to remove the spurs and vertebral body and disc. These other instruments may cause of contribute to the adverse event of neurological deficit and blood clot. The fusion and prosthetic plate implant process may also contribute to the neurological deficit and blood clot. The neurological deficit appears to be temporary from the report. Misonix has made multiple follow-up contacts. We have no report of permanent injury to date. Misonix has not been able to obtain additional information on the report. Trend analysis indicates there are no other reports of adverse events for the use of bonescalpel or its accessory applied parts spinal procedures that included neurological defect or hematoma on the spinal cord since the product was introduced into commerce. This is an isolated adverse event. Misonix will continue to attempt to follow-up with the surgeon and user facility. Not returned, no lot reported.

Event description:
A report from (B)(6). The report was on a trial of the bur attachment today on a cervical (c6) corpectomy. The surgery was uneventful and technically the burr performed quite well. The patient awoke with a neurological deficit and MRI showed a hematoma on the cord (central). Dr (B)(6) knows that no retractor or outside force was applied to the cord or the bone on top of the cord. One hypothesis is that the bone scalpel may have applied its ultraonic force to the cord and/or the bone on top of the cord. Could you please discuss this internally. We would like to understand if this has ever been a reported event, is there some sort of special technique to use on corpectomies, and would it be possible to plan a phone call with the surgeon to just review and help to understand what might have gone on in this case.